Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the native valve was predilated with a 22mm non-medtronic balloon. After final release, underexpansion of the valve was noted, and the valve was post-dilated twice with a 22mm non-medtronic balloon. Mild aortic insufficiency remained following post-dilation, and the physicians were satisfied with the result. Protamine was administered, after which the patient reported an inability to catch their breath. There was a sudden drop in blood pressure from 140 to 40-50 mmhg, and the patient did not recover and subsequently died. The cause of death was reported as either an acute anticoagulant antagonist reaction or iliac dissection. Additional information was received to report the aortic insufficiency was a combination of mostly central aortic regurgitation and paravalvular leak. Per the physician, the patient had a very diseased iliac artery which led to the dissection. The physician reported the cause of death was a possible suicide ventricle and hypotension. The physician also noted the medtronic delivery catheter system could not be excluded as a contributing factor to the patient's death.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Annex a and annex b corrected data: d10. The dcs is not a concomitant device. This is a system report; section d information references the main component of the system and was in use with the dcs which cannot be excluded as a contributing factor to the adverse events: medtronic product brand name: evolut fx dcs; product ID: d-evolutfx-2329; FDA site ID: 9612164 lot: 0012758116; manufactured date: 2025-04-09; use by date: 2027-04-09; UDI: (B)(4); implant date: non-implantable h6. Annex e code was not included erroneously additional codes. Annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012690246); product type: 0195-heart valves; implant date: explant date: product ID: d-evolutfx-2329 (lot: 0012758116); product type: 0195-heart valves; implant date: explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the native valve was predilated with a 22mm non-medtronic balloon. After final release, underexpansion of the valve was noted, and the valve was post-dilated twice with a 22mm non-medtronic balloon. Mild aortic insufficiency remained following post-dilation, and the physicians were satisfied with the result. Protamine was administered, after which the patient reported an inability to catch their breath. There was a sudden drop in blood pressure from 140 to 40-50 mmhg, and the patient did not recover and subsequently died. The cause of death was reported as either an acute anticoagulant antagonist reaction or iliac dissection.

Manufacturer narrative:
Four still images of the event were provided. There was no executive summary or computed tomography (CT) provided for anatomical con siderations. It was reported that ¿during a transcatheter aortic valve procedure, the native valve was predilated with a 22mm non-medtronic balloon. After final release, under-expansion of the valve was noted, and the valve was post-dilated twice with a 22mm non-m edtronic balloon. Mild aortic insufficiency remained following post-dilation, and the physicians were satisfied with the result. It was reported that at the end of the procedure, protamine was administered and the patients blood pressure dropped. Evidence provided shows that the patient had iliac artery disease and appears to have minimal flow down the artery which could be from a dissection. The physician reported the cause of death was a possible suicide ventricle and hypotension. The physician also noted the medtronic delivery catheter system could not be excluded as a contributing factor to the patient's death. Per medtronic instructions for use (IFU), potential risks associated with the implantation of an evolute bioprosthesis may include but are not limited to peripheral ischemia, hypotension, bioprosthetic valve dysfunction, and death. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.